Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the needle not deployed. When examining the device, the needle was deployed. During priming, the device ran into a 0xd6 error, stating that a low voltage was detected, which caused the device to turn off. A rerun was performed, and the device performed as expected. The cause of the lvd, and with that the needle not being deployed, could not be determined.